Event description:
A malfunction alarm 20 was reported during the pumping process. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, confirming that it was under warranty and instructing the customer on using alternate manual therapy in the meantime. The customer was able to put the pump into storage mode and agreed to return the faulty pump using a pre-paid shipping label provided by technical support.